Event description:
The hosp reported that during a post-operation f/u in the ICU after a coronary artery bypass procedure, the pt had a venous intimal dissection. The pt's condition is stable. The hosp will reportedly not be returning the product in question. The hosp is unable to provide further info regarding this event.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unk. (B)(4).